Event description:
It was reported that the patient experienced diaphragmatic stimulation. The ventricular lead was explanted and replaced. Following the procedure, the patients symptoms subsided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.